Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Through visual and functional testing it was confirmed that the system was working correctly and that the issue could not be reproduced. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that site's mobile view station (mvs) was intermittently powering down. The site was able to power it back on, but then it would shut down again later in the day. No patient was present at the time of the event.